Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is one of five manufacturer reports being submitted for this case.  The date of the events is unknown. According to the article all implants were completed between february 08, 2017 and february 02, 2019. For this reason, the first day of the range was used as the occurrence date. The exact valve model number is not available. Therefore, this report will reflect an sapien 3 unknown. Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices.  According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients.  After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a device malfunction contributed to these adverse events.  There is insufficient information to confirm the cause of the reported strokes. It is possible that the events were caused by the mechanism explained in the technical summary mentioned above.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference article: jonas lanz, won-keun kim, thomas walther, christof burgdorf, helge möllmann, axel linke, simon redwood, christian thilo, michael hilker, michael joner, holger thiele, lars conzelmann, lenard conradi, sebastian kerber, gerhard schymik, bernard prendergast, oliver husser, stefan stortecky, dik heg, peter jüni, stephan windecker, thomas pilgrim.  ¿safety and efficacy of a self-expanding versus a balloon-expandable bioprosthesis for transcatheter aortic valve replacement in patients with symptomatic severe aortic stenosis: a randomised non-inferiority trial¿ www.the lancet.com (september 27, 2019).

Event description:
As reported in the medical article: "safety and efficacy of a self-expanding versus a balloon-expandable bioprosthesis for transcatheter aortic valve replacement in patients with symptomatic severe aortic stenosis: a randomised non-inferiority trial", patients underwent transfemoral tavr for treatment of symptomatic severe aortic stenosis.  The patients were recruited at 20 heart valve centers in germany, netherlands, switzerland, and the UK between feb 08, 2017 and feb 02, 2019. Participants were randomly assigned to receive treatment with the sapien 3 or a non-edwards device. The following event occurred during the study period: 11 patients had strokes.